Event description:
A pso-pt was indicated for traumatic brain injury. During follow-up, incorrect icp measurement was observed on the monitor pressio 1 (pso-3000). The monitor showed 58 mmhg when the catheter was connected. The catheter was explanted after one day when the monitor started rebooting. The physician reported there was no bad consequence. The monitor showed 58mmhg when the distributor tested it with pso-3000. The monitor rebooted when the catheter was connected with pso-4000. The physician told us he tried to update the firmware and replace another monitor but the malfunction still existed. This malfunction happened one day after implantation. There were no consequences for the patient (no clinical signs nor symptoms).

Manufacturer narrative:
This report was submitted on 08/08/2025 (reference on the appian portal: (B)(4)).

Manufacturer narrative:
Awaiting return of the device for analysis.

Event description:
A pso-pt was indicated for traumatic brain injury. During follow-up, incorrect icp measurement was observed on the monitor pressio 1 (pso-3000). The monitor showed 58 mmhg when the catheter was connected. The monitor showed 58mmhg when the distributor tested it with pso-3000. The monitor rebooted when the catheter was connected with pso-4000.the physician told us he tried to update the firmware and replace another monitor but the malfunction still existed. This malfuction happened one day after implantation. There were no consequences for the patient (no clinicals signs nor symptoms).